Event description:
Allegedly revised due to dislocation/diassociation.

Manufacturer narrative:
(B)(4).investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00871, 00872.

Manufacturer narrative:
Conclusion: product did not contribute to event. Visual examination. Complaint history reviewed. Device history record reviewed and indicates that product met specification. Photographic images made and there are no abnormal visual findings regarding the outside of the shell. Package insert reviewed and confirmed it states that single-use devices should never be reused and has "significant degradation in device performance" listed as a hazard. The package insert for this product also lists a specific warning stating that this shell should not be used with the implanted head. The original disassociation occurred after approximately 15 days in a (B)(6) male patient at which time a surgery was performed where the bipolar was re-assembled and put back in the patient and disassociated again after 20 days. The locking ring exhibits a large amount of damage that is not typical of normal function. The ring no long has the structural integrity to capture the head inside the bipolar. Both the selection of products and the re-use of products are both warned against in the instructions for use.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00800, 00801.